Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, a side unspecified rupture. And mentioned, the recall. Patient later reported, "severely swollen with too many bleeding". The device has been explanted replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe as it is not related to the device. Edema: unable to observe as it is not related to the device. Hematoma: unable to observe as it is not related to the device. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported a side unspecified rupture and mentioned the recall. Patient later reported "severely swollen with too many bleeding." The device has been explanted and replaced.

Event description:
Patient reported a side unspecified rupture and mentioned the recall. Patient later reported "severely swollen with too many bleeding." The device has been explanted replaced.